Event description:
Patient was revised to address a tight knee joint.

Manufacturer narrative:
No product was returned. Although the exact root cause could not be determined, information provided in the initial report suggests that the implant size chosen for the initial surgery did not achieve the desired results. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action was not indicated. Depuy considers this investigation closed. Should the product or additional info that changes this conclusion be received, the investigation will be reopened.